Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. No further detail was provided regarding the breach in aseptic technique. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with injection (inj) vancomycin (1 gram, once in 4 days, route of administration was not reported) and inj amikacin (125 mg, once a day, route of administration was not reported). The outcome of the peritonitis event was unknown. It was not reported if the patient was retrained on aseptic technique. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). At the time of this report, antibiotic treatment for the peritonitis was ongoing and the patient remained hospitalized for the event. On unreported date(s), the patient¿s peritoneal dialysis (pd) effluent was clear, the peritonitis was resolved, the patient was recovered and was reportedly ¿doing well." Should additional relevant information become available, a supplemental report will be submitted.